Manufacturer narrative:
Device used for treatment and not diagnosis. The tip end is broken off on the returned screw. The remainder of the screw is in fair condition. The overall length and tip profile could not be checked because the tip end of the screw is broken off and not available for review. All other features that could be measured met specifications. The material was tested with a niton gun and passed specifications. The self-drilling ability of the screws was lost because the tips of all screws were damaged. There is not enough information to determine the exact cause of failure for these screws. The design risk assessment is adequate for the intended use.

Event description:
On (B)(6) 2013, during surgery for a craniotomy, 3 screws would not go into the bone. The surgeon had prior issues with the same type of screws previously; as a result he stopped before they broke. 12 screws in total were inserted. The surgery was delayed slightly while the surgeon tried different screws. No known issues with the patient. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process.